Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis evaluation. The mbf instrument was installed and driven on an in-house system and passed both the recognition and engagement tests. It moved intuitively with full range of motion in all directions, with grip tips opening and closing properly. The mbf instrument passed the grip test, energy delivery testing in various grip orientations, and the electrical continuity test. The instrument was fully functional, with no product issues identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps (mbf) instrument to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the tips of the maryland bipolar forceps (mbf) instrument was sticking to tissue that was consisted of fascia and fat. The issue occurred during dissection; to resolve it, the surgeon retracted the instrument, releasing the tissue. No additional tissue removal was necessary, and no bleeding resulted from the event. The procedure was successfully completed robotically without injury to the patient or further complications. The patient did not experience any postoperative complications and there is no concern for any long-term issues.